Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the olympus flushing pump experienced that they are getting too much water flow going into the scope. Even when the air/water valve is not engaged, water comes out. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, g1, h2, h4, h6, h11. The customer contacted olympus technical assistance support via phone. Customer replaced the pump head and the issue is now resolved. Replacing the pump head corrected the issue. The customer informed tac of the event. The device was not returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the result of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.